Event description:
It was reported that during reprocessing the da vinci si fenestrated bipolar forceps instrument was noted to have a frayed wire at the instrument tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the wire was frayed at the tip of the instrument. The conductor wires were intact and undamaged, but the drive cable was frayed. The one grip open cable was frayed at the yaw pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.